Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent an urethrocystocel repair and mesh excision on (B)(6) 2012. It was reported that the patient underwent a removal of mesh sutures on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that patient underwent right vaginal wall excision on (B)(6) 2012 by dr.(B)(6) at (B)(6) hospital and medical center.

Event description:
It was reported that patient underwent right vaginal wall excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital and medical center.